Event description:
Customer reports that he obtained results of 444 mg/dl and 159 mg/dl on the same device within seconds. Customer reports that he took 10 units of humalog based on result of 444 mg/dl. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.